Event description:
Clinical study. It was reported that 493 days after a coronary drug eluting stenting treatment procedure, the patient expired. The patient had stent placement to the right posterior descending artery (r-pda) and proximal right coronary artery (rca) as well as myocardial infarction (mi) 17 days before the index procedure. The patient was noted at that time to have significant disease of the left anterior descending artery (mid lad) which would need intervention at some point. The patient continued to have moderate pressure-type substernal pain relieved with nitroglycerin. The patient had an episode of chest pressure followed by a syncopal episode and was admitted to the hospital. The patient was ruled out for mi by serial enzymes. ECG on admission had q-waves and inverted t-waves in the inferior leads. Coronary angiography revealed: left main coronary artery (lmca) had no evidence of disease; lad had moderate atherosclerosis, and 90% mid stenosis just after the first diagonal; left circumflex (lcx) had mild atherosclerosis, and 50-60% proximal bifurcation stenosis that involved the origin of 1st obtuse marginal branch (1st om); rca had mild, diffuse disease throughout most of the vessel. There was no significant in-stent restenosis of the previously placed proximal stent or r-pda stent; left ventricle ejection fraction (lvef) was 45%. One day after the admission, the patient had stent implant procedure. The physician treated a 3.0x12mm, 90% stenosed, mildly calcified lesion in the mid lad with predilation and successful placement of a taxus express2 3.0x16mm drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. Four hundred ninety three days after the initial procedure, the patient called due to sudden onset of shortness of breath and then collapsed while on the phone. The patient was found to be in respiratory distress and was resuscitated and required intubation. The patient was pulseless and was given atropine and epinephrine with response. The patient was initially brought to an outside hospital and was further stabilized before being transferred to the study site for intensive care. The patient was brought for cardiac catheterization for a variety of dysrhythmia, bradycardia and suspected mi. Coronary angiogram showed no change from previous known coronary artery disease and no critical lesion was found. The patient was found to have pulmonary hypertension and fluid overload secondary to cardiogenic shock with reduced ejection fraction of 20%. Cta to rule out pulmonary embolism was not done because of acute renal failure. CT scan of the head showed cerebral swelling consistent with hypoxic encephalopathy. The patient developed multiorgan failure, metabolic acidosis and worsening hypotension requiring multiple pressors. Despite this treatment, blood pressure continued to worsen. The patient's family was notified of extremely poor prognosis and likelihood of permanent brain damage from hypoxic brain injury. Therefore, they decided to take comfort measures only. The patient expired 493 days post index procedure following removal of pressors and respirator. The cause of death was acute respiratory failure. No autopsy was performed. It was not indicated if the death was related to the taxus stent. But in the opinion of the physician, the target vessel was not involved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.